Manufacturer narrative:
Patient information is not available for reporting. The surgical procedure during which the screwdrivers were found to be stripped took place on (B)(6) 2015. It is unknown if the devices became stripped during the procedure or prior to it. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 11, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that three (3) matrix screwdrivers were found to be stripped and worn during a surgical procedure on (B)(6) 2015. There was no reported surgical delay or patient harm noted. No further information was provided. This report is 1 of 3 for com-(B)(4).